Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device and the lot number is unk a lot history review is not possible. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable stopped working.